Event description:
It was reported that during a transcatheter aortic valve procedure, an infold was observed when the valve was partially released, and the valve did not open completely during the partial release. The transcatheter aortic valve was never implanted, and a new valve was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0013379993); product type: 0195-heart valves; implant date na; explant date na product ID l-evolutfx-34 (lot: 0013379986); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.